Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were unable to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy resulted in preventing the shaft lumens from moving freely resulting in the reported mechanical jam and the reported activation/deployment failure/noted premature activation. Inadvertent mishandling likely resulted in the noted kinked stent sheath likely contributing to the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 7x80mm absolute pro self-expanding stent system (sess) was attempted to be used in the procedure; however, the stent was only able to be partially deployed and the thumbwheel was noted to be stiff. Therefore, the sess was removed from the patient. Another unspecified device was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.